Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator was not switched on. No information was provided about how the reported problem was solved. The air gas module was found defective and replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error code indicating on/off switch error. There was no patient involvement. Manufacturer's ref #: (B)(4).